Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported that the patient experienced itching, redness and irritation and a small fluid filled blister developed under the duoderm part of the dressing. The reaction was discovered at a clinical visit on (B)(6) 2015, several days after having knee surgery on (B)(6) 2015. It was noted that there were no sharp edges or reaction from the aquacel part of the dressing and that the wound was cleaned with water and soap, re-bandaged with mepitel silicon dressing and melolin dressing as well as prescription for one dose of betapred (cortisonum) and tavegyl (antihistamine). During the next clinical visit on (B)(6) 2015, several of the blisters had disappeared and new healthy skin was observed. However, she had urticaria on the leg (same side operated knee) and several places on the body, which was treated with both cortisonum and antihistamine. On (B)(6) 2015, the patient reported that all the blisters were disappeared and new skin was observed. It was noted that she had an allergic reaction and the dressing was discontinued.